Event description:
It was reported that the device failed to deflate. The target lesion was the anterior tibial artery. The physician struggled to advance the device to the inflation location. When the device was inflated it jumped to 12atm. The device was then deflated. A second attempt was made to deflate the device. Again the atm gauge jumped to 12 and the balloon moved down the vessel and the gauge dropped to 6atm. The physician attempted to deflate the balloon however, the balloon would not deflate. The physician had to numb the patients lower leg and under fluoro-guidance stuck a 21 gauge needle percutaneous to rupture the balloon. The device was removed from the patient. An angiogram should improved flow down the tibial artery. There was no patient injury reported.

Manufacturer narrative:
Sample receipt is pending.